Event description:
Customer reported the results for hemoglobin were high for control samples when using the coulter lh 500 hematology analyzer on (B)(6) 2013. The customer performed a calibration and the hemoglobin results remained high. The background counts for hemoglobin were at the upper end at 0.2. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2013 and confirmed the white blood cell (wbc) bath was aged causing the issue. The fse replaced the wbc bath resolving the issue. The wbc bath was returned on (B)(4) 2014 for further investigation. If additional significant information is identified from this evaluation, a supplemental MDR will be filed. Failure mode was identified: the failure mode is related to an aged wbc bath. Upon recur; the failure mode identified most likely will generate erroneous wbc and hemoglobin results due the possibility of substances accumulating in the worn areas of the wbc bath. Review of product labeling: per labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. (B)(4).